Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy skin irritation under the back-therapy pads and under her left breast. The patient also reported having an open pimple under her left arm where the garment touches her body. The patient and her nurse confirmed that the patient has a nickel allergy. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's nurse recommended using benadryl cream and oral benadryl for the skin irritation. The patient confirmed she is following the nurse's recommendations and the skin irritation has improved.